Event description:
Boston scientific received information that during follow-up, the patient with this device and right ventricular (rv) lead exhibited a syncopal event, immediately following an rv automatic capture (ac) threshold test. Additionally, system interrogation failed to show rvac threshold trends, in device history. The physician suspected a rv lead microdislodgement and immediately performed a lead revision. During surgical intervention, the rv lead was confirmed displaced; the physician was able to secure the lead and it's function remains active. Engineers received device data to assess the system's ac function, so as to ensure appropriate response. Boston scientific's internal engineers reviewed device data with no root cause explanation for the observed behavior; device appears to be functioning normally. The engineers assessment was then forwarded onto the customer who responded by stating that it's likely the physician, who had the automatic capture programmed incorrectly for this device model during the auto threshold test. Reportedly, the physician has more experience with competitor devices. Additionally, post rv lead revision no further adverse patient effects were observed. Device and rv lead both remain implanted and in service with no further anomalies observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.